Event description:
Caller states the patient tested 7.0 inr on the coaguchek test system and 5.0 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Coaguchek test system: meter, strip lot 359a-, exp 1/31/2008, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.